Manufacturer narrative:
The device was not made available for evaluation as it remains in-situ and the lot number was not provided. The root cause is unable to be determined. If any relevant additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the rod was found to be broken, which resulted in the patient experiencing increasing pain in the lumbar spine and loss of spine correction. A revision surgery is planned. No additional information is available.